Event description:
Patient was implanted with 4.5mm lcp proximal tibia plate and screw construct on an unknown date. Patient complained of painful hardware from the left proximal tibia. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. The hardware was removed without complications. This report is #1 of 11 for the same event.

Manufacturer narrative:
This device was used for treatment no diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition.